Manufacturer narrative:
Eval summary: the analysis results found that the instrument arrived in good visual condition. The instrument was tested and it was cycled, fed and formed the remaining staples as intended. The instrument was found to be fully functional. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a lap hernia procedure, the staples didn't close. The procedure was completed with another device. There was no pt consequence.